Manufacturer narrative:
No phaco tip was returned for evaluation. A device history record review was conducted and the product was released based on the product¿s acceptance criteria. The root cause for customer's complaint issue could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
An ophthalmic surgeon reported that during the sculpt step, there would be no aspiration or irrigation then it would suddenly work during a cataract extraction procedure. In addition, it sounded like the phacoemulsification tip was loose. The phacoemulsification tip was replaced and the tubing connections to the hand piece were checked by the operating room technician. The procedure was completed with no harm to the patient. Additional information was requested; however, none has been received to date.